Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized twice due to low blood glucose in 2017 with blood glucose of less than 10 mg/dl at the time of one of the incidents. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had about 5 paramedic visits during the infusion set recall period. The insulin pump will not be returned for analysis.